Manufacturer narrative:
Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for loose safety shield with the reported lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. A lube presence test was performed, and some of the parts were found to have lubricant on the hubs. This would account for the low pull forces, and the shields detaching from the hubs. Conclusion: the possible root cause for this incident has been determined to be lubricant on the hubs resulting in low pull forces and the shields detaching from the hubs.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 18 g x 1 1/2 in. Bd¿ blunt filter needle shield is loose and comes off. Nurses reported inadvertently poking themselves with this particular needle during use. No medical interventions have been reported.